Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor alert occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as a transmitter failure error. The probable cause was determined to be transmitter failure error. The reported event of a replace sensor alert is reportable based on the finding of a transmitter failure error. No injury or medical intervention was reported.